Event description:
The customer reported an instrument leak of 10ml of clear fluid from the unicel dxh 600 coulter cellular analysis system. Customer is also getting vcsn module unable to proceed/dv valve errors and the latron cv% was failing. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the source of the leak as the tubing below the flowcell had fallen off. This is the line that would lead sample and diluent to the flowcell (fy211). The fse only found that diluent had leaked. The fse reattached the tubing resolving the leak, the latron failure issue and the instrument error messages. (B)(4).